Manufacturer narrative:
The customer reported that there was a separation at the spin collar, and returned the samples for the reported issue and same failure mode, under a different pr. There are no photo or physical samples available for this complaint investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The root cause of this issue could not be identified without a replicated failure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero pressure rated extension set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that separation.